Event description:
Related MFR. Report #: 3006705815-2019-01970. Related MFR. Report #:1627487-2019-06186.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference MFR. Report#: 3006705815-2019-01970; reference MFR. Report#1627487-2019-06186. It was reported that the patient was experiencing ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2019 wherein the full system was explanted.